Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom technical support advised the patient's wife to reset the device on (B)(6) /2014. Patient inserted sensor in buttocks, which is not an approved site. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support.